Manufacturer narrative:
The investigation for the reported hematoma/bleeding and retrograde pump flow has been completed. The root cause of thehematoma/bleeding and retrograde pump flow was not determined without returned product investigation and sufficient clinical details

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 80-year-old male was implanted with impella 5.5 during support for primary percutaneous coronary intervention. Shortly after landing in cardiovascular intensive care unit, hematoma was noted at incision site. Pressure dressing applied to site to troubleshoot. 1 unit of packed red blood cells were given. Additionally, active preventing retrograde alarm and triggers discussed. Will leave as is until explant.